Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue of no image was confirmed. The device was observed with a faulty cable causing the no image issue. The identified part was replaced and device was repaired. Once completed, the device was tested and passed required testing and specifications. Reported failure was found to be due to faulty cable attributed to electronic component failure. Once replaced, the device was tested and passed with no issues observed.

Event description:
It was reported that the device was found with no image. The image does not appear. The issue occurred during preparation for use. No patient involvement reported on this event. No user injury reported.